Event description:
It was reported that the procedure was to place a peripherally inserted central catheter (PICC) line to give medication. The access site was the right brachial down into the subclavian vein. The hi-torque (ht) balance middleweight (bmw) universal ii 190cm guide wire was advanced without resistance to aid in inserting the PICC line and was removed successfully without any resistance as well. On (B)(6) 2023, the patient came back to check the placement of the PICC line and it was then seen on x-ray that the tip of the ht bmw guide wire was left inside the anatomy. Through the internal jugular access, a snare device was used and the separated portion was retrieved. Nothing remains in the anatomy. The patient went home the same day. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported tip separation; however, the treatment appears to be related to operational circumstances. Additionally, the separated portion of the guide wire was removed via a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.